Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after use of a 5f mynxgrip vascular closure device (vcd) for sufficient time, but it did not stop bleeding, so additional manual decompression was performed and the procedure was completed. There was no reported patient injury. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the unknown vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was vessel moderate tortuosity and severe presence of calcium in the vicinity of the puncture site. The mynx vcd was used in a diagnostic procedure with a retrograde approach. The deployer¿s mynx certified. Additional information was requested but not provided. The device was later returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, after use of a 5f mynxgrip vascular closure device (vcd) for sufficient time, but it did not stop bleeding, so additional manual compression was performed and the procedure was completed. There was no reported patient injury. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the unknown vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was moderate vessel tortuosity and severe presence of calcium in the vicinity of the puncture site. The mynx vcd was used in a diagnostic procedure with a retrograde approach. The deployer¿s mynx certified. Additional information was requested but not provided. A non-sterile ¿mynxgrip vascular closure device 5f¿ involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle with the stopcock in the closed position. The sealant sleeve protecting the mynxgrip sealant was observed in its manufactured position. However, the sealant, procedure sheath, and advancer tube were not returned with the device. Additionally, the balloon was observed to be fully deflated. The device was inspected for anomalies that may have contributed to the reported incident, and no anomalies were observed. Dimensional analysis was performed to verify the distance between the shuttle tip and the inflated balloon. This distance was verified and noted to be within specification. Per functional analysis, the sealant and advancer tube of the returned device were not included. Therefore, a deployment test could not be performed with the returned device. However, the shuttle cartridge was able to be advanced and retracted to the black handle without issue, as per the mynxgrip instructions for use (IFU). No visual non-conformities were observed with the returned device. Per microscopic analysis, visual inspection at high magnification verified the presence of the slit in the outer cartridge. The reported event of ¿sealant-failure to achieve hemostasis¿ was not confirmed through analysis of the returned device due to the nature of the complaint and there were no issues noted. The exact cause of the issue experienced by the customer could not be determined during analysis. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the failure to achieve hemostasis event reported since the device was returned in a condition that suggests a complete removal of the device (sealant and advancer tube were not received) with no damages/anomalies noted that could be attributed to the reported failure. However, access site factors (there was moderate vessel tortuosity and severe presence of calcium in the vicinity of the puncture site), pharmacological factors and/or handling factors of the device are possible. Failing to achieve hemostasis immediately after vascular closure is a common procedural complication and is frequently related to stick technique, anticoagulation, blood pressure, adequate device/sheath removal technique, and proper placement of the sealant at the arteriotomy or venotomy. According to the product¿s IFU, which is not intended as a mitigation, the special patient population section states, ¿the safety and effectiveness of mynxgrip have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also, in the IFU, users are informed to maintain fingertip compression on the skin during removal of the advancer tube from the tissue tract and to continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, the user is informed to apply additional compression as necessary. Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.